Manufacturer narrative:
Failure analysis summary: further analysis of the main printed circuit board (pcb) confirmed the unit failed the ventricular pulse noise test. However, the high measurement on the automated test console was found to be due to noise from the automated test console combined with the device noise. Although it was confirmed that the unit failed the ventricular pulse noise test, the ventricular pulse noise level measured was within device specifications. No defect was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the atrial connector was confirmed to be broken. The device failed a ventricular pulse noise test. This was attributed to the main printed circuit board (pcb) being out of electrical specification. The hanger hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector port of the external pulse generator (epg) was cracked. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.